Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue, therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. On (B)(6) 2026 the patient´s parent received a call from emt that the patient was found inside a chevron gas station bathroom, unconscious. The reporter was informed that they had performed several treatments including dextrose / glucose (IV) to bring the patient around and they took a blood glucose reading which was low. There was no information about that the dexcom reading or if the dexcom was working during that time. The reporter then received a text from the patient´s friend and co-worker that the patient was able to get around and they are back returning to the hotel. No other details were documented. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.